Event description:
The incident occurred at the facility where a small fire in a sharps container was caused by disposal of the medichoice cautery cordless high temperature fine tip devices. The incident occurred in the eye department. The department was placing the medichoice cautery cordless high temperature fine tip devices - MFR lot number 0409-5 - into sharps containers without breaking off the tips or recapping them. While in the sharps container, either another cautery device or a syringe put pressure on the white button on the side of the cautery device and it heated the element in it. The employees noticed a burning smell, but thought it was from another instrument. The janitors found the box that night and reported it to us the next day. I followed up the following day, and took the photo with the eye manager.